Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the malfunction to be failure of an ic chip, designator u5.

Event description:
It was reported that the device does not turn on with ac or dc power. There was no patient use associated with the event.